Event description:
It was reported that upon interrogation, the pulse generator exhibited a telemetry anomaly. The device was interrogated again and normal function resumed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).